Event description:
Procedure type: lung vats wedge resection for biopsy. According to the reporter: the procedure appeared to be progressing normally and the stapler products appeared to be functioning properly. When the final staple load was fired, completing the wedge, a large amount of bleeding was discovered. The surgeon decided to convert to an open procedure to attend to the bleeding. When the specimen was retrieved, it was observed that part of th staple line was either torn away or that the staple load did not provide a full complement of staples while still cutting the tissue. This happened on a piece of tissue intended as specimen so tissue loss was not increased. Bleeding was controled and the procedure successfully finished. The delay was over 30 minutes.

Manufacturer narrative:
(B)(4).